Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the product did not cause or contribute to the reported event. The sterility was not compromised and the event is not reportable. Hence the initial reported submitted need to be voided.

Event description:
Upon reassessment of the reported event, it was determined that the product did not cause or contribute to the reported event. The sterility was not compromised and the event is not reportable. Hence the initial reported submitted need to be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that incoming inspection member found scratch on the sterile package.there was no patient or surgical involvement. No further information was available at the time of this report.